Manufacturer narrative:
A review of the device history records could not be performed since the rod was not explanted. The complaint investigation determined there was no malfunction of the product. The complaint documentation indicates the revision surgery was due to the surgeon failing to seat the rod in the head of the screw, prior to inserting the closure top. No further action is required.

Event description:
A patient was taken to the operating room in 2007 to undergo a minimally invasive lumbar fusion. The surgeon had to revise one of the screws due to damage to the screw head during insertion of the closure top. A post operative x-ray revealed that the rod was not seated in the head of the screw. The surgeon re-operated and revised the construct the same day without any further issues.